Manufacturer narrative:
(B)(4). Method: the complaint cannula was received at fisher & paykel healthcare (B)(4) for evaluation and was visually inspected. A photograph showing the injury to the patient's cheek was also provided by the hospital. Results: no damage or defect was noted on the returned cannula. The photograph supplied showed a small wound on the right cheek, close to the eye. The wound appears to have developed under the wigglepad. Conclusion: the patient was only (B)(6) gestation, thus very small. The wigglepads would have been quite large on such a tiny infant's face. Fisher & paykel healthcare recognises that correct cannula size selection, correct prong placement and fit and careful patient monitoring are vital in ensuring the patient receives the benefits of nasal therapy while minimising the potential for skin irritation or injury. This is the only complaint of this nature that we have received for the optiflow junior cannula. All optiflow junior cannulae are 100% leak and occlusion tested after final assembly and any cannula that fails is discarded. In addition, samples are currently taken hourly from each run and pull tested to check glue joint strength at the cannula/tube joint, as well as the swivel grip joint. If there are any failures the entire batch is put aside for further investigation. One sample per oven batch of heat treated tube is also subjected to a tensile test to ensure that the tube remains intact and a load of 10 newtons is exceeded. The optiflow junior cannula comes in four sizes, to cater for premature infants through to pediatrics up to 22kg in weight. The opt312 is the smallest size cannula and is designed for infants weighing less than 2kg, thus the hospital was likely using the correct size. The user instructions illustrate in pictorial format the correct set-up and proper use of the optiflow junior nasal cannula. They also state the following: ensure that the tubing is not applying excessive pressure to the ears and face. Appropriate monitoring must be used at all times. Do not stretch or crush tube.

Event description:
A hospital in (B)(6) reported that six days of use of an opt312 optiflow junior nasal cannula led to skin erosion on the cheek of a patient. The hospital stated that they had categorised this as a grade 3 pressure injury.